Manufacturer narrative:
This product is a multi-pack which contains 4 break-off set screws. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient underwent transforaminal lumbar interbody fusion at l4-l5 due to l4-l5 spondylolisthesis. Cage was inserted followed by final tightening at l5. Then, compression was performed and final tightening was performed at l 4. On an unknown date during periodical diagnosis, post-op, when checking the images, the set screw on the right side of l4 was found to have backed out completely from the screw head. It is unknown if the patient achieved bone union. No patient complications were reported yet; however, the re-operation is pending to be scheduled.